Event description:
According to the reporter, at end of the excision of back mass procedure, the bovie grounding pad was removed and a small dime size superficial red burn was identified at the right anterior outer mid thigh and the bovie pad had a small brown area that coincided with the area. Bovie pad was use for 7 minutes.